Event description:
A medtronic representative reported that, while on-site testing navigation system software, observed that the camera tracking appeared to be irregular. In trouble-shooting it was noted that the software was functioning normally between tasks and responding to mouse clicks. When the probe was left in the field of view of the camera, it appeared to jump a couple of millimeters side-to-side, even though there was no movement. The probe appeared irregular when being actively tracked. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative performed a navigation system check-out. Software and instruments areas passed. New psu ordered. Return requested. Replacement camera shipped to site (B)(4) 2014. Medtronic investigation of returned suspect camera finds they are unable to replicate the reported tracking issues. Positioning sensor unit (psu) tracks smoothly. No fault found.

Manufacturer narrative:
On 12/09/2014, new information was received which confirmed that the reported event was isolated to a device used only on animals (i.e. Not used clinically on humans). If this information was available during the initial review the reported event would not have been considered a reportable malfunction. Furthermore, as previously reported on the initial MDR, the reported issue could not be duplicated by medtronic personnel and the device was found to be fully functional.